Event description:
It was reported a spectrum pump had a screen intermittently displayed upside down. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. It was found out of specification for the reported symptom which was confirmed and reproduced. The display problem was caused by the signal at pin 46 not being pulled to ground. This was fixed by securing the flex again.